Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a shockwave superficial femoral artery interventional procedure using a 6f sheath. Reportedly, the prostyle device fractured. The distal portion was in the vessel and the proximal portion was in the subcutaneous tissue. The patient was sent to surgery to have device removed. Manual compression was applied to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported resistance was noted during removal could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The separated guide was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: no resistance was noted during advancement of the device into the anatomy. The lever was returned to its original position and the foot retracted prior to device removal. Reportedly, resistance was noted during removal and the prostyle device fractured (separated into two pieces). An attempt was made to snare the distal segment of the prostyle device, without success. Manual compression was applied while the patient was sent to surgery. The puncture site was closed via surgical suturing. No vessel damage occurred. User facility medwatch report received that states, "during angiogram and revascularization of a lower extremity, provider used a perclose device to close access site. Staff reported the perclose device broke in half with a portion retained in the patient¿s vessel. Attempts to remove were unsuccessful. Vascular surgery called and patient taken to the or (operating room) for removal of the perclose device from the right common femoral artery and repair [closure] of the artery." Hospitalization ¿ initial or prolonged. No additional information was provided.